Event description:
It was reported that an unspecified malfunction alarm occurred. As a result, the customer experienced an elevated blood glucose (bg) level of 580 mg/dl and had to go to the emergency room. The customer was subsequently hospitalized and received treatment with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date from the hospital, but no response was obtained. The customer reverted to an alternate method of insulin therapy.